Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0y045, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Lack of efficacy was reported and reprogramming was performed. It was noted that the lead was implanted on (B)(6) 2015. The issue was not resolved at the time of the reported event. It was noted that the patient was alive with no injury at the time of report. No surgical intervention occurred but surgical intervention was planned and scheduled for (B)(6) 2015. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Evaluation of lead number 3889-28 reveals no significant anomalies. Lead body conductor was short between circuits due to overstress/damage.

Event description:
Additional information received from the representative later reports the surgical intervention on (B)(6) 2015 resolved the lack of efficacy.